Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 27-aug-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 27-aug-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was the controller was not working right. Patient could not change any of the settings. The settings were too strong and patient could not do anything about it. When patient tried to change the settings they got "settings not available" on all the groups. The issue started a few weeks ago. Patient called the manufacturer representative (rep) who said to call patient services. On the call had patient use the controller. Patient was on group a. Stimulation was turned off. Reviewed how to turn stim down as patient did not know how to turn it down. Patient pressed the down button and was able to go down. Reviewed patient might not be able to turn it back up due to settings not available. Reviewed to follow up with healthcare provider (hcp) regarding settings not available. Asked if patient had any falls. Patient said they had fallen periodically. Redirected to hcp. Additional information was received from the patient. Pt reported cause of issue is due to the stimulator needs new battery and lead. Pt is scheduled today (B)(6) 2026 to have stimulator revision of battery and leads.